Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient experienced pain and no longer wanted his baha system. The ent physician removed the abutment and the implant (dete not reported). Reportedly, the explanted items were disposed.